Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related. The programmer was later returned. This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual inspection of the device revealed external damage consistent with normal wear and unrelated to the clinical observations. The programmer was powered on and the touchscreen became frozen after stress testing, and also failed a functional test, confirming the touchscreen was not operating as intended. No error or fault codes were recorded in the programmer's logfile. The programmer was disassembled, and microscopic inspection revealed broken traces on the lcd flexible cable. The touchscreen was replaced to repair the unit. An unresponsive touchscreen is a known and anticipated potential hazard that can occur during use of the device which is accounted for in device risk documentation and labeling. Boston scientific has received similar reported events where the latitude programmer screen became unresponsive to touch and a complaint review confirmed that the occurrence of harm associated with these events is low. Investigation of this behavior has not found any commonalities (i.e., device serial numbers, date of the event, date of manufacture, etc.) In the reports received.

Event description:
It was reported that this programmer frequently exhibited a frozen screen and only restarting the unit will resolve the issue. No adverse patient effects were reported due to this observation. The programmer was returned for analysis.

Event description:
It was reported that this programmer frequently exhibited a frozen screen and only restarting the unit will resolve the issue. No adverse patient effects were reported due to this observation. The programmer was expected to be returned for analysis but has not yet been received.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Based on our initial investigation, this behavior is most likely design-related.